Event description:
It was reported that an angio-seal was selected for use. The device was deployed by an untrained user under the supervision of a trained physician. Reportedly, the suture broke and collagen may have entered the artery; however hemostasis was achieved. Before the patient was released from the room, it was noticed that the patient had some numbness in the leg where the angio-seal was deployed. Doppler identified stenosis in the affected leg which was blocking blood flow to the leg. The patient remained in the hospital longer for observation. The patient felt better and was released without any medical or surgical intervention. The implant date and event are month specific, the exact dates are unknown.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user, once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also, erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.